Event description:
After receiving electric shock therapy treatments, may through june, 1965, pt lost much of her long term memory, and short term memory. She has had to live by notes for the past thirty years because of this, and it has adversely affected her ability to carry out her duties as a school teacher.